Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using a cto crosser to treat severely calcified lesion. During the procedure, the tip of the catheter was allegedly detached. It was further reported that the tip was still connected to the corewire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 14s crosser cto recanalization catheter was received for evaluation. Upon visual evaluation, no anomalies noted to transducer handle and saline hub. Marker band was present. Material separation was noted between the distal tip and catheter sheath. Upon microscopic visual evaluation, the distal end of the catheter sheath was noted to be jagged. The marker band also appeared to be pinched with sheath peeling over the marker band. No functional testing was performed due to the material separation. Therefore, the investigation is confirmed for the reported material separation as separation was noted between the distal tip and catheter shaft. Also, the investigation is confirmed for the identified material deformation and peeling as the marker band noted to be pinched with sheath peeling over the marker band. A definitive root cause for the reported material separation and identified deformation, peeling could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion.) Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using a cto crosser to treat severely calcified lesion. During the procedure, the tip of the catheter was allegedly detached. It was further reported that the tip was still connected to the corewire. The procedure was completed using another device. There was no reported patient injury.